Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd886804 and gd887711 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis and an infection in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer service, the patient stated that on an unreported date in (B)(6) 2011, she experienced peritonitis and an unspecified infection that resulted in hospitalization on (B)(6) 2011. The patient stated that the infection was caused by unspecified antibiotics (dose, route, frequency not reported) used to treat the peritonitis. The cause of the peritonitis was not reported. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering. Action taken with dianeal pd4 ultrabag therapy was not reported. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis incident.